Manufacturer narrative:
(B)(4) is used to indicate surgical intervention.

Event description:
It was reported that this patient has previously received multiple inappropriate shocks due to oversensing of lower signal amplitudes. The patient's electrode was subsequently revised to prevent any additional inappropriate shocks. No additional adverse events were reported.